Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented into clinic with chest discomfort. Under fluoroscopy, the right ventricular (rv) lead was observed to be dislodged into the pericardium, resulting in an apical cardiac perforation. Additionally, a loss of capture was observed on the rv lead. A pericardiocentesis was performed and the rv lead was repositioned to resolve the event. The patient was stable following the revision procedure.